Event description:
It was reported that at the beginning of a novasure endometrial ablation, the physician could not deploy the disposable device. The pt had "small fibroids" in the uterus so the physician decide to abandon the procedure. A hysteroscopy was done and a uterine perforation was seen. The pt had requested a hysterectomy for her menorrhagia if an ablation was not successful and this was performed as this time. She was discharged home on (B)(6) 2012. On (B)(6) 2012, it was reported that the pt is "doing well." Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. IFU according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).